Event description:
Device 1 of 3. See manufacturer report 1627487-2010-01514 and 1627487-2010-01515. The pt received his scs system including a percutaneous lead and two extensions. It was reported that the pt lost stimulation. The pt's lead and extensions were explanted on (B)(6) 2009. The explanted devices were returned for eval. No further info is available.

Manufacturer narrative:
Device 1 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead has a kink and all wires are broken about 13 cm from stimulation end. Lead could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.